Event description:
It was reported that (2) devices were used during a thoracotomy. It was reported by the rep that the (2) tx30v staplers did not fire. Another instrument was used to complete the case. There was no consequence to the pt.